Manufacturer narrative:
Awaiting return of device for laboratory testing to determine root cause.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device displayed a fault code#1003 upon interrogation and that the device had reverted to storage mode. Ts recommended that the device should be explanted and replaced immediately as the device was not capable of delivering bradycardia and tachycardia therapy. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was successfully replaced without incident.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation